Event description:
Healthcare professional reported approximately 6 months after injection with juvederm voluma with lidocaine in the nose and chin; pt developed "painless swelling" at the injection sites. Two months after onset, symptoms were ongoing; patient was injected with "hyalase" on the upper nose bride where "it was most deformed" and prescribed prednisolone and augmentin. Symptoms ongoing.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling. Undesirable effects. The pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. Inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain or pressure, can appear after the injection. Pts must report inflammatory reactions which persist for more than one week or any other secondary effects which develops, to their doctor as soon as possible. The doctor should use an appropriate treatment.